Event description:
FDA/ufmw rec'd reporting multiple filter leakage incidents with use of z0227 15" clave smallbore ext. Set w/0.2 micron filter. The report states on 10/25 there were "three reports of leaking from the IV filters that were being used in IV tubing setup for nicu pats. No injury determined". Although requested, add'l set-up and usage info has not been rec'd.

Manufacturer narrative:
MFR's investigation: four (4) used z0227 ext sets were returned. Engineering testing and analysis of the four used z0227 device sets to the product specifications recorded no leakages, flow issues and or performance anomalies. Add'l testing was performed where each set was subjected to increased water pressure at increments of 5psig to 40psig in one minute. The report recorded no leakages were replicated. Mfg lot review: (B)(4). There were no exception documents generated during the mfg build cycle. Conclusion: testing and analysis of the returned used z0227 sets documented no leakages and or performance anomalies. The exact cause of the reported product issue remains unk at this time. This report and the associated info have been entered in our database for analysis and trending.